Event description:
User facility voluntary medwatch received that stated: "nurse went to crib to assess pt. Noted t-connector disconnected from peripheral IV catheter and laying in bed. Estimated 45 grams blood loss. Pt required lab work, administration of blood products, and tpn to be continued for additional days. Pt is currently back to baseline." The info provided indicated a disconnection. The tubing set was connected to an unspecified peripheral IV access and was being used to deliver an unspecified concentration of tpn. After an unspecified length of time in use, the t-connector disconnected from the IV access site and an estimated 45 grams of blood was lost. The pt was treated with unspecified "blood products." There was no reported adverse pt sequelae. Though requested, the customer contact declined to provide additional info. Additional info from voluntary report: nurse went to crib to assess pt. Noted t-connector disconnected from peripheral IV catheter and laying in bed. Estimated 45 grams blood loss. Pt required lab work, administration of blood products, and tpn to be continued for additional days. Pt is currently back to baseline.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received in 2009. The report number was not provided. The customer indicated the device is not being returned for eval. This report represents all the info known by the reporter upon query by hospira personnel. Additional info from voluntary report: 2009. Hospira microbore extension set. T-connector. Hospira worldwide inc. Manufacturer. The reporter does want their identity disclosed the MFR.